Event description:
It was reported that the insulin pump had an unresponsive keypad and alarmed an error. The blood glucose reading was 170 mg/dl. The customer stated that the insulin pump did not respond to button presses, so she removed and re-inserted the new battery, and the alarm occurred. She noted that she had left the battery out of the device for 30 minutes. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No reset alarm could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.